Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, itchy, skin irritation under the electrodes of the lifevest. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to use benadryl and hydrocortisone cream on the irritation. Follow up indicated that the skin irritation improved, however, there are still some imprints on the skin.